Manufacturer narrative:
The oad and guide wire were received at csi for analysis. Visual examination revealed the guide wire was engaged within the distal fractured driveshaft section. The driveshaft was fractured at the proximal edge of the crown, and the remaining driveshaft was not returned. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the driveshaft fracture site. At the conclusion of the device analysis investigation, the report that the oad driveshaft fractured was confirmed. It was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the event was undetermined. The diamondback 360 coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced via glideassist mode to treat a lesion in the mid left anterior descending artery. The oad was operated distal-to-proximal on low speed for three treatment passes., the physician thought that the oad tip had become stuck, but cine imaging revealed the oad driveshaft tip was fractured. A guide extension catheter was inserted over the viperwire guide wire to pull the fragment out. The procedure was successfully completed with the balloon angioplasty and stent placement. The patient was in good condition following procedure.